Event description:
It was reported that the patient expired following ekos therapy. Two ekos endovascular devices were selected for use to treat a bilateral case of pulmonary embolism. After three hours of ekos therapy, the patient pulled out the ekos catheters by himself and fell unconscious. A computed tomography (CT) scan was ordered, which revealed intracerebral bleeding. The patient expired the following day, (B)(6) 2024. The official cause of death has yet to be defined. It was unknown whether the ekos devices or procedure caused or contributed to the patient expiring. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.